Event description:
Report received from the USA stating that the device gave an "e2 and e6 error on console" during surgery. It is known that device was being used during surgery but no pt or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional info is received, a supplemental report will be sent. (B)(4).